Event description:
The abstract of a research article was received. The abstract discussed the outcomes in treatment of adults with lennox-gastaut syndrome. Within the article, it was noted 4 patients who were implanted with vns did not experience improved seizure control, and experienced worsening seizures. It was also noted that 1 patient implanted with vns passed away during the first encounter. No additional relevant information has been received to date.